Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to gastrointestinal issues caused by a change in the patient¿s calcium binding medication, as reported by the pdrn. This is further evidenced by an increased wbc count with a presentation of symptoms consistent with peritonitis. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up, the pd nurse reported this patient was presented to the emergency department following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures were taken in the emergency department presented no growth and a white blood cell (wbc) count of 1030/mm3. The patient was diagnosed with peritonitis and was prescribed one-time doses of intravenous (IV) ceftazidime at 2000mg and IV vancomycin at 2000mg. The patient was released from the emergency department on the same day and was not admitted to the hospital. The patient presented to the outpatient clinic on (B)(6) 2020 and an additional wbc count was taken that showed 2360/mm3. It was determined in the outpatient clinic the cause of the patient¿s peritonitis was attributed to bowel issues attributed to a change in a calcium binding medication which caused the patient to experience diarrhea. The patient was prescribed intraperitoneal (ip) vancomycin at 1750mg every five days for two weeks and ip ceftazidime at 2000mg every day for two weeks. The pdrn reported the patient¿s vancomycin dosage was changed to 1500mg on (B)(6) 2020 following a vancomycin level blood sampling. The patient is recovering from this event and remains on ccpd therapy on the same liberty select cycler at home.